Event description:
Customer reported IV tubing disconnection from maxzero on t-connector extension set with leakage. There was no pt harm or medical intervention reported. No further pt/event information was provided

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was discarded and not returned to failure investigation. The root cause of this failure was not identified.